Event description:
The complainant reported the aic experienced a purge disc/flag issues. The device was sent to abiomed for repair. This issue occurred during a procedure, no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. It is most likely that console¿s inability to detect purge cassette or purge disk were caused by intermittent malfunction of the board due to loss of power, which in turn was caused by corrosion on due to the supercaps leaking. This report is being filed as part of a retrospective review of historical records.